Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: pain, seroma, inflammatory reaction.

Event description:
Patient representative reported left side pain, seroma, inflammatory reaction, "capsule was quite thickened and increased in volume", "patient's feelings, expectations and self-esteem" suffered. Mammogram and ultrasound identified the "peri-implant fluid". The patient was treated with anti-inflammatory drugs to control the inflammatory process. The device has been explanted and replaced. Total capsulectomy was performed.